Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the issue described as the cartridge not fully snapping into the pump. There was no reported impact to the customer¿s blood glucose level. A technical support representative instructed the caller to inspect the pump and clean the pneumatic tap area with an alcohol wipe or lint-free cloth after removing an o-ring found on the pneumatic tap. The caller was then guided to reload the cartridge, which was done successfully, allowing the caller to resume insulin therapy without further issues.